Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her blood glucose had been high. Customer's blood glucose was 590 mg/dl after dinner. Customer's blood glucose at time of call was 490 mg/dl. During troubleshooting, found set cannula was bent slightly and air bubbles in the reservoir. After troubleshooting, customer was advised to change the entire set. Customer will not be returning the reservoir for analysis.